Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. External insulation abrasion exposing the outer coil at 14.3 cm - 14.4 cm from the connector pin, consistent with lead friction to against the can.

Event description:
This report is to advise of an event observed during analysis.